Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2011, patient underwent following procedure: anterior procedures: l3-l4, l4-l5, l5-s1 anterior retroperitoneal approach. L3-l4 , l4-l5, l5-s1 anterior lumbar interbody fusions through a fixation (6.5-mm screws and large washers). L3-l4 , l4-l5, l5-s1 placement of structural interbody spacers (peek). Placement of recombinant human bmp-2 l3 through s1. Posterior procedures: l3-s1- posterior intertransverse and inner facet fusions . L3-s1 posterior segmental instrumentation (xia). Pre-op and post-op diagnosis: l3-s1 degenerative disk disease. L3-s1 foraminal and subarticular stenosis. As perop notes: ".. An osteotome was used to remove anterior inferior osteophyte off of l5, and with this the interbody space was sized. An appropriate peek interbody spacer was selected and filled with one-third of a large bmp-2 kit mixed with morselized cancellous allograft bone. The peek lnterbody spacer, bmp-2 and altograft bone were firmly seated in the disk space and fixed in place with a 6.5 x 25-mm cancellous screw and large washer. In a similar fashion, the anterior disk spaces at l3-4 and l4-5 were exposed by retracting the great vessels, and diskectomies were carried out, the cartilaginous endplates resected, and the bony endplates abraded. Osteotomes were used to create planar bleeding bone surfaces, and peek interbody spacers were selected after sizing and filled each with one-third of a large bmp-2 kit and cancellous allograft bone. Each was fixed to prevent it from extrusion with a 6.5 x 25 mm screw and large washer. At this point the lumbar spine was imaged with fluoroscopic imaging, which demonstrated re-creation of more normal intervertebral spacing at the operated levels and well-positioned implants.. No complications were reported." On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.